Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that during an optical case the surgeon was unable to register the patient with either point merge or tracer. They were unable to initialize after multiple attempts. Navigation was aborted. There was no patient impact reported and a surgical delay of 45 minutes.